Event description:
Device 1 of 2. Reference MFR report: #1627487-2013-19570. It was reported, the patient lost stimulation coverage a month ago. Diagnostic testing showed normal impedance values. The patient has gained 30 pounds. Surgical intervention may be taken to address the issue. Note the patient's scs system includes leads from another manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.